Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 80 mg/dl. Troubleshooting was not performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised forced sensor system alarm.